Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e601 analyzer. The customer stated there were no visible bubbles, clots, or debris in the sample. The customer stated this was the first time the issue had occurred. The customer initially tested the patient's sample and received an alarm message. The sample was tested again and the result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:20 and tested again. The third result was 2.00 miu/ml accompanied by a data flag. Thinking there was a sample issue, the customer had the patient supply a new sample. The hcgb result from the new sample was 0.100 miu/ml accompanied by a data flag. Information on whether any of the results were reported outside the laboratory and whether the patient was adversely affected was requested but not provided. The hcgb reagent lot number was 00169563 and the expiration date was 01/30/2014.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A root cause could not be determined with the lack of information provided by the customer. The calibration and quality control data provided were within expectations and no reagent issue was evident.